Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient developed postoperative glistenings. Patient presented to the clinic for yag (yttrium aluminum garnet) capsulotomy. Additional information was requested.

Manufacturer narrative:
Additional information was provided in b.3., d.1., d.2., d.3., d.4., h.6. And g.9. D.3. Product manufacturing site updated upon receipt of additional information. G.9. Manufacturer report number updated and reported under 9612169-2025-02492. All the additional information going forward will be provided under manufacturer report number 9612169-2025-02492. The manufacturer internal reference number is: (B)(4).